Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was showing a window delayed error. Mss was going to try and reload the graphics software before replacing the control panel. Per follow up information received on (B)(6) 2022, there was no patient involvement and user attempted to reload the software but the panel still had an error asking the user to press control+ alt+ delete. Technical support recommended the customer to buy a new control panel, and replace it inhouse.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was showing a window delayed error. Mss was going to try and reload the graphics software before replacing the control panel. Per follow up information received on 30-jun-2022, there was no patient involvement and user attempted to reload the software but the panel still had an error asking the user to press control+ alt+ delete. Technical support recommended the customer to buy a new control panel, and replace it inhouse.